Event description:
A pt was given their scheduled dose of lisinopril by a nurse, then given the same dose again by another nurse 9 minutes later. The clinical software in use is cpsi. It should place a g on the medical administration record to show that a dose was given, but the second administering nurse did not see it. It is possible both nurses had the pt's profile up at the same time, and it does not update in real time. This could have been avoided by not having two nurses passing medication to the same pt at the same time. Pt counseling provided: unk. Relevant materials provided: none. (B)(6).